Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Chair having issue with the rear right wheel. The customer said the wheel appears bent and wobbles when they push the chair. The customer says, without weight in the chair the right wheel rubs in one place as it is moved. However if there is over 100lbs in the chair first one wheel will rub then the other wheel rubs. With over about 150lbs the chairs cannot be propelled easily. Initially we thought that replacing just the right wheels would solve the problem, but now we believe the frame may be compromised and we would like to replace both of the chairs.

Manufacturer narrative:
The device was returned and it was found that the frame was bent.

Event description:
Chair having issue with the rear right wheel. The customer said the wheel appears bent and wobbles when they push the chair. The customer says, without weight in the chair the right wheel rubs in one place as it is moved. However if there is over 100lbs in the chair first one wheel will rub then the other wheel rubs. With over about 150lbs the chairs cannot be propelled easily. Initially we thought that replacing just the right wheels would solve the problem, but now we believe the frame may be compromised and we would like to replace both of the chairs.